Manufacturer narrative:
Images received depict two inferior fractured screws. DHR review cannot be completed at this time as lot number was not provided and product cannot be evaluated as it remains in the patient. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, the degree of post lateral pseudarthrosis (though only 6 months) or patient compliance with post-operative care instructions ( high activity/omission of support collar) or if the patient sustained a fall/impact of any sort (no trauma was reported.) These factors dictate the longevity of the implant. Root cause cannot be determined.

Event description:
On (B)(6) 2025, patient underwent a acdf procedure at c5-c6. During routine six month follow up the radiograph noted a bone screw fracture. Patient is asymptomatic and there is no plan for revision surgery at this time.